Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report of a post-operative leak in the staple line, which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex e, annex f, and annex g. B1 updated from "adverse event" to "adverse event and product problem". Annex e updated to include e1014 due to the patient experiencing an gastrointestinal hemorrhage. Annex f updated to include f1901 due to post-operative medical intervention. Annex g updated to include g0405214 - staple.

Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the patient¿s post-operative complication. None of the sureform 60 reloads used during the case are available for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. Site history review: as of 14-jul-2020 a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. Log review indicated pn 480460-09, lot l93200209-0209 fired 8 blue sureform reloads. All firings completed with no pauses per logs, and no incomplete clamps on any install isi received a video clip of a da vinci-assisted surgical procedure. A review of the video clip was conducted by an isi clinical development engineer (cde). The following additional information was provided: sureform 60 is placed and begins staple line with blue reload, extends staple line linearly into the stomach with additional blue reloads. Some crossing of staple lines can be observed after each fire. Staple formation and tissue approximation appear normal after each fire. Some bleeding can be observed after the fire at 17:00 of the video, but staple formation and tissue approximation appear normal, and bleeding appears to be coming from the tissue that is to be removed from the body later (specimen side). The staple line is extended with two more fires and the stapling is complete. The field is then cleared of blood and re-filled with water by a suction irrigator. After the water is suctioned away, one section of the staple line is reinforced with suture, and a non-intuitive laparoscopic tool is used to spray a substance (likely a sealant) onto the staple line. The finished staple line does not appear to have any defects or irregularities. Based on video review, it could not be determined if/how the use of non-intuitive devices affected the outcome of the procedure, nor the occurrence of a post-operative leak. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient experienced a staple line leak. As a result, the patient underwent a secondary traditional laparoscopic surgical procedure to resolve the staple line leak. Although the site is not alleging a malfunction of a davinci stapler product occurred and the site speculates the cause of the staple line leak related to the use of a new bougie product, not manufactured by intuitive surgical, the cause of the post-operative complication is unknown at this time. The staple line from the initial robotic procedure was reportedly intact. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable. Incomplete product information was provided and the manufacture date could not be determined.

Event description:
It was reported that after undergoing a da vinci-assisted sleeve gastrectomy procedure on (B)(6) 2020 the patient returned to the hospital on (B)(6) 2020 for unspecified symptoms. The patient was identified to have a staple line leak. On 14-jul-2020, intuitive surgical, inc. (Isi) contacted the isi bariatric sales manager (bsm) and obtained the following additional information regarding the reported event: the bsm was not present during the surgical procedure. However, the bsm spoke at length to the surgeon regarding the reported event. It was reported that on (B)(6) 2020 (third procedure of the day), the patient underwent a sleeve gastrectomy procedure. The sureform60 stapler instrument was used during the procedure with blue sureform60 reloads. There were no stapling related issues observed during the da vinci-assisted surgical procedure. In addition, there were no reported intra-operative complications. It was confirmed that there were no clamping issues, or any system generated error, pauses during clamping. On (B)(6) 2020, the patient returned to the hospital for unspecified symptoms. As a result, the patient underwent a laparoscopic surgical procedure. The surgeon identified a staple line leak, on what was believed to be the second to last staple line of the initial sleeve gastrectomy procedure. The staple line was cleaned, washed and a drain was placed. The surgeon speculates the cause of the staple line leak could be related to the use of a new bougie product, not manufactured by intuitive surgical, since that¿s the only difference from her all of her previous procedures. However, the cause of the patient¿s post-operative complication is unknown at this time. It was confirmed that there was no allegation of malfunction of an isi instrument, accessory or system to have occurred. The patient is reported to be stable and recovering well. The patient was reported to be discharged from the hospital week of (B)(6). There is a video recording of the procedure. The bsm confirmed that the sureform stapler instrument and all the reloads used during the procedure were discarded since there were no stapling related issues during the initial procedure. The bsm also confirmed that he does not have information regarding patient demographics and medical history.